Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beep tones. This device was interrogated and a yellow warning screen was displayed; however, the interrogating physician could not remember what the message was. The ICD was interrogated again and another yellow warning screen was displayed with a message regarding inability to measure r waves. Additionally, this ICD appeared to be operating in a safety mode with limited brady and tachy therapy available. A capacitor reformation was completed and the original programmed settings were restored. The patient implanted with this ICD reported having been exposed to a metal detector for more than three minutes a few days prior. The interrogating physician asked for confirmation that this ICD could be confirmed to be operating normally now.